Event description:
Rep said the head up is not operating. No one was involved with the bed and it is out of service.

Manufacturer narrative:
Left rep, a message asking about the status of the bed. Three attempts have been made for contact. Additional information will be added if it becomes available.